Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the monitor would not turn on; when it did, it stated 'service required' and they couldn't get it to pass any operational checks. It failed initial start-up. There was no adverse patient impact reported.

Event description:
The customer reported that the monitor would not turn on; when it did, it stated 'service required' and they couldn't get it to pass any operational checks. It failed initial start-up. There was no reported patient involvement.